Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens peeling issue could not be determined, however, the issue was likely due to stress of repeated use, external factors and or user handling/mishandling. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection, section 3.3 preparation and inspection of the endoscope¿ as below. Inspection of the endoscope: ¿6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope bending section rubber had a scratch. Inspection and testing of the returned device found that the adhesive around the objective lens was peeled. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the adhesive around the bending section rubber had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.